Manufacturer narrative:
Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred or if this affected insulin delivery while the pod was worn. Corrosion was found in the pod. All three batteries were depleted. No leak sources were found.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to 256 mg/dl. As treatment, the patient took more insulin.